Event description:
It was reported that a patient underwent a right knee procedure on (B)(6), 2021. Subsequently, the patient claims to suffer from pain, especially at night, just above the knee on the right side. Patient states it feels like someone is stabbing him with a sharp knife.

Manufacturer narrative:
(B)(4). List of associated devices: refobacin bone cement r 1x40, reference (B)(4), batch z46aaj2605. Psn straight hyb st 14 x +30 m, reference (B)(4), batch 65039977. Persona cem fem/cem tib/ve surf/std pat, reference (B)(4), batch not communicated. Nexgen all-poly patella, 32mm, reference (B)(4), batch 64825513. Psn tib stm 5 deg sz g r , reference (B)(4) , batch 64762099. Psn fem ps cmt ccr std sz9 r, reference (B)(4), batch 64958869. Psn asf ps 10mm ve r 6-9 gh, reference (B)(4), batch 64747050. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a right knee procedure. Subsequently, the patient claims to suffer from pain, especially at night, just above the knee on the right side. Patient states it feels like someone is stabbing him with a sharp knife.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and corrections. Product was not returned or pictures were not provided. Visual and dimensional evaluations could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified no additional complaints for the reported part/lot combination. Patient medical record has been received and reviewed. The record corresponds to the implantation surgery performed on (B)(6) 2021. Nothing which could explain the pain underwent by the patient has been found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.